Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. X-ray confirmed ipg had migrated. The patient will undergo a revision procedure wherein the ipg will be relocated and replaced per physician's preference.

Manufacturer narrative:
Additional information was received that the patient¿s ipg would not couple with the charger and failed to charge. It was noted that the ipg was too deep. The patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. X-ray confirmed ipg had migrated. The patient will undergo a revision procedure wherein the ipg will be relocated and replaced per physician's preference.